Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported a false positive result on the alinity m sars cov-2 assay. Two samples were taken from the same patient, 1 day apart, the first of which was positive on an alinity instrument, then negative on another alinity instrument. The second sample was negative on the alinity instrument which had previously tested the patient positive and on genexpert. The false positive results were not reported to the patient, so there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 is performing outside of established design performance specifications. Quality data review: the device history record review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 510732. No issues were found during quality control (qc) testing. The qc testing met all acceptance and validity specification criteria. The CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 and its components. The search did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732. The complaint history review identified two additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732. Both tickets were investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 510732 was not identified.